Event description:
The patient contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons required multiple presses to elicit a response. The patient noted the keypad rubber was peeling near the contrast button, and alleged the tactile changes occurred first. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be torn near the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. The audio bolus button was found to be difficult to press. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.